Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and the keypad was not working, after the insulin pump was dropped in the rain. The customer also reported that there was fluid under the display and in the reservoir compartment. His blood glucose level was 428 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.